Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: promus premier ous mr 12 x 3.50 mm stent delivery system, catheter was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of l tip damage. A visual and tactile examination of the hypotube shaft found a hypotube kink located at 97 cm distal to the distal end of the stain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014" test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70%-90% stenosed target lesion with unstable plaques was located in the severely tortuous and calcified left circumflex artery. Pre-dilation was performed with a 2x12mm and 2.5x12mm balloon catheters. A 12x3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and it was noticed that the stent strut was damaged. The device was retrieved and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 70%-90% stenosed target lesion with unstable plaques was located in the severely tortuous and calcified left circumflex artery. Pre-dilation was performed with a 2 x 12mm and 2.5 x 12mm balloon catheters. A 12 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and it was noticed that the stent strut was damaged. The device was retrieved and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.